Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the renal vein using an indigo system aspiration tubing (tubing). During the procedure, the tubing became clogged and the physician was unable to unclog it; therefore, it was removed. The procedure was completed using a new a tubing. There was no report of an adverse effect to the patient.